Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 528 mg/dl. The customer was hospitalized in the intensive care unit for diabetic ketoacidosis due to a kinked cannula. The customer was treated for the high blood glucose with manual injections. The customer was admitted on (B)(6) 2015 with a blood glucose level over 700 mg/dl. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was advised to monitor the insulin pump for any further issues.